Manufacturer narrative:
B3: 27-mar-2019. B4: 19-may-2021. D4: model#: 7mm large long, catalog#: cdl-737, serial#: (B)(6), lot#: 3772, expiration date: 31-dec-2019. D5: patient/customer. D8: no. G1: mr. (B)(6). G2: health professional. G3: 19-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H4: 23-dec-2014. H10: the patient was revised with posterior stabilizing fusion. The device remains implanted. The radiographs reviewed show the disc replacement was appropriately sized and placed. There was evidence of radiolucency. A review of the lot history records for this device did not reveal any non-conformances to device specification. The device was not returned, thus device examination could not be performed. There was no sign of infection or other abnormality. No microbiology or pathology results were provided. Therefore, it was not possible to determine the cause of the event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested. The device remains in vivo. This device was implanted below a prior fusion. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that an m6-c artificial cervical disc implanted below a previously fused level was removed due to intermittent posterior neck pain for the last year or two, the source of which is uncertain.